Event description:
It was reported there was a message indicating the speaker was not good. The case did not confirm if audio was present. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and confirmed a speaker inoperative message was present. The rse arranged for a replacement speaker to be sent to the customer. The customer was provided with a replacement speaker. The customer is taking responsibility to correct/repair the device. No further investigation or action is warranted at this time.

Event description:
The report is based on philips remote service personnel. Philips received a complaint on the intellivue multi measurement server x2 sn (B)(6) indicating a faulty speaker. Good faith efforts (gfe) were sent out to confirm sound; however, they were unsuccessful. It is unknown if the device was in use at time of event, and there was no adverse event reported.